Manufacturer narrative:
Device was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a missing display window cover and a cracked case behind the pump near the battery tube compartment. The test reservoir does lock properly inside the reservoir tube. Device passed the displacement test, sleep current measurement, active current measurement and self test. All currents within specification range. Device was monitored and no unexpected failed battery test or battery failed alert noted during testing. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board 1 was locked properly during visual inspection. Device passed the keypad voltage test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sometimes had to press buttons twice and insulin pump had rejected new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.